Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 packages were difficult to open prior to use and would rip with a bd scrub brush e-z¿ scrub¿ dry sterile. The following information was provided by the initial reporter: 2 x packets were difficult to open and caused ripping.

Event description:
It was reported that 2 packages were difficult to open prior to use and would rip with a bd scrub brush e-z¿ scrub¿ dry sterile. The following information was provided by the initial reporter: 2 x packets were difficult to open and caused ripping.

Manufacturer narrative:
Two samples received. Unable to open either sample, although the customer had tried to. Complaint confirmed. The most likely cause would be from the packaging machine stopping, and residual heat from the sealing die locally producing a seal that was too strong. One prior complaint in 2007 DHR reviewed. Seal peel strength is one of the characteristics measure. All measurements were in control limits. H3 other text : see h.10.